Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user was forced to use her walker instead of the chair. The caller states his wife is about (B)(6) and states his wife fell and broke her leg. The caller states the end user has to have a plate put in her leg to repair the broken bone. The caller states his wife's' injury is not due to a manufactures defect and at no fault of the product so no return will be required.